Event description:
The service report shows that while performing preventive maintenance, the audible alarm failed to activate appropriately. The nellcor puritan-bennett customer support engineer (npb cse) verified the failure. The npb cse replaced the alarm speaker, as well as the power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.